Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear implant. The patient was seen at the center for device evaluation. Testing performed confirmed the device was no longer functioning. The patient's device was explanted. The patient was re-implanted with another advanced bionics cochlear implant.